Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5096686.

Event description:
It was reported that the patient was experiencing inadequate relief due to lead migration which was confirmed through x-ray. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well post-operatively.